Manufacturer narrative:
Product event summary: analysis was able to confirm the customer complaint that the emergency key was not working due to a defective flex cable liquid crystal display. Analysis also determined that the hinges cover plate was broken, the lower left hinge was worn, the floppy disk drive as defect, the left and right bullet assembly were missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when adjusting the programmer display, the programmer turned on emergency mode by itself without pressing the red emergency button. The programmer was returned for service. No patient complications have been reported as a result of this event.